Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The manufacture's field service engineer evaluated the unit but was unable to duplicate the reported issue. The internal speakers were replaced on the unit. The customer complaint of ¿primary alarm failure (e/c1102)¿ was able to confirm customer complaint. Voice coil is out of tolerance MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a primary alarm failure, error 1102 with no patient involvement.